Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended. The logfile showed several successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. The logfile showed that the beam control check (bcc) for the right eye was done about three minutes before the laser fired instead of immediately before firing. No relevant deviation between planned and performed energy was detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A clinical application specialist review concluded as follows: the treatment report showed small vertical gas breakthroughs (vgbs) at several points on the central cornea, as well as a milky white layer that could be identified as the bowman's membrane. It is not apparent, why the surgeon did not stop the treatment at the point where the white layer and the vgbs appeared. Visible fluid and corneal lacrimation might have built a fluid layer which may reduce the flap thickness. Attachments describe the effect, as well as reasons related to the pre-operative status of the cornea and bowman layer which are increasing the risk for vgb. Furthermore, the technical evaluation showed that the bcc check took place three minutes before the treatment and not as recommended very shortly prior to the surgery. This might also have an influence on the desired thickness. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Event description:
During the formation of the flap, the doctor saw a pattern characteristic. It was more pronounced in the final phase of the formation of the bed. The surgeon decided to not lift the flap and canceled the operation with the excimer laser.the patient's visual acuity is decreased and is experiencing halo effects.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A representative reported that a gas breakthrough occurred. During final phases of the formation of the bed, the surgeon did not have time to release the pedal and femtosecond laser operation was complete. The patient's visual acuity is decreased and is experiencing halo effects. There are two related reports for this facility. This report addresses patient oav and another manufacturer report will be filed for another patient.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. No technical root cause was identified. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).